Event description:
The customer reported that the device was used for an ladg. A seal was attempted but could not be made even though an endtone, indicating a completed seal, was heard. There was also reported oozing from the patient's vessel. There was no tissue damage or extended time for the procedure. The same incident occurred on the 1st device in this procedure (see report number 1717344-2009-00243). The procedure was completed without incident with another ls1500.

Manufacturer narrative:
(B) (4). (B) (4). The product sample was discarded by the site. Without the sample, a detailed investigation could not be performed. A review of the service history records indicates there are no service histories related to the reported condition. If additional information is obtained or the sample is returned, we will re-open this investigation. See scanned page.